Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was stepped on and the touch screen became cracked and unresponsive. Customer¿s blood glucose was 87 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.